Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported receiving a drain complication encountered message on the cycler. The contact reported that the patient had returned home from the hospital due to having peritonitis. Upon follow up with the patient's nurse it was stated that the patient was admitted to the hospital on (B)(6) 2017. The nurse confirmed that the hospital gave the patient antibiotics before taking any cultures, and the cultures that were taken at a later time did not yield any growth. The nurse stated that it is unknown whether or not the patient had an elevated white blood cell (wbc) count. The nurse stated that the issue has since resolved, and the patient is continuing with pd therapy.

Manufacturer narrative:
Therapy date updated.

Event description:
A peritoneal dialysis patient's contact reported receiving a drain complication encountered message on the cycler. The contact reported that the patient had returned home from the hospital due to having peritonitis. Upon follow up with the patient's nurse it was stated that the patient was admitted to the hospital on (B)(6) 2017 to (B)(6) 2017. The nurse confirmed that the hospital gave the patient antibiotics before taking any cultures, and the cultures that were taken at a later time did not yield any growth. The nurse stated that it is unknown whether or not the patient had an elevated white blood cell (wbc) count. The nurse stated that the issue has since resolved, and the patient is continuing with pd therapy.

Manufacturer narrative:
Clinical evaluation: although a temporal relationship exists between the liberty cycler and the liberty cycler set and the reported adverse event of peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler and/or liberty cycler set, and the adverse event of peritonitis. Additionally, there is no allegation or indication any fresenius device(s) malfunctioned, caused or contributed to the adverse event.

Event description:
A peritoneal dialysis patient's contact reported receiving a drain complication encountered message on the cycler. The contact reported that the patient had returned home from the hospital due to having peritonitis. Upon follow up with the patient's nurse it was stated that the patient was admitted to the hospital on (B)(6) 2017 to (B)(6) 2017. The nurse confirmed that the hospital gave the patient antibiotics before taking any cultures, and the cultures that were taken at a later time did not yield any growth. The nurse stated that it is unknown whether or not the patient had an elevated white blood cell (wbc) count. The nurse stated that the issue has since resolved, and the patient is continuing with pd therapy.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported receiving a drain complication encountered message on the cycler. The contact reported that the patient had returned home from the hospital due to having peritonitis. Upon follow up with the patient's nurse it was stated that the patient was admitted to the hospital on (B)(6) 2017 to (B)(6) 2017. The nurse confirmed that the hospital gave the patient antibiotics before taking any cultures, and the cultures that were taken at a later time did not yield any growth. The nurse stated that it is unknown whether or not the patient had an elevated white blood cell (wbc) count. The nurse stated that the issue has since resolved, and the patient is continuing with pd therapy.